Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received excessive no delivery alarms. Caller changed battery and then received a failed battery test alarm. Customer's blood glucose was 515 mg/dl. During troubleshooting for no delivery alarm caller was assisted in performing a 5.0 unit fixed prime twice and insulin exit. It was found that cannula was not bent. Caller was advised that infusion sets would be replaced.